Manufacturer narrative:
The problem was verified. A replacement monitor was placed on order and as of the writing of this report has not been installed. No additional problems are anticipated once the monitor is replaced. A follow up report will be filed if further information is received.

Event description:
It was reported that there was a problem with distortion lines on the system 6600's monitor. There was no adverse patient involvement reported. There was no patient information reported.